Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. There was no reported impact to customer's blood glucose level. Customer was ultimately able to clear the alarms, and subsequently disconnected from the pump due to multiple altitude alarms occurring.